Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having pain at the ipg site. The patient underwent a revision procedure wherein the ipg site was repositioned. The patient was doing well postoperatively.